Event description:
Report received from the USA stating that the device was getting "too hot" and "overheating." The issue was discovered during testing. The product was not used in surgery. The reporter stated that the event did not cause a delay in any scheduled surgeries. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).